Event description:
Pt hospitalized for respiratory failure secondary to hodgkins. Swan-ganz was inserted to check fluid status. After trying to obtain wedge pressure, balloon did not deflate passively. Rn gently, manually attempted to deflate balloon, and noted returning of small amount of blood in syringe. Swan-ganz catheter was removed. The balloon was noted to have a small hole in it. Unfortunately, the equipment was not saved. The pt was not harmed.